Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, upon insertion of an elastic nail, operating room (or) team noticed that the inserter, for titanium elastic nails/chuck would not grip the nail properly. The case was completed with a universal t-handle chuck with a surgical delay of two (2) minutes. The instrument was bagged and flagged for sterile processing department (spd) to pull from the service. After the instrument went through washer or disinfector, spd repair technician picked up the instrument at which time the chuck assembly fell apart and all sorts of soiled debris was found inside. There was no patient consequence reported. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity#1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part: 359.219; lot: 9384817; manufacturing site: (B)(4); release to warehouse date: (B)(6) 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.